Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 (FDA-2014-n-0736- 2034, awareness date 23-oct-2015). This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("blood clots during cycle. Have a cycle twice a month"), polymenorrhoea ("blood clots during cycle. Have a cycle twice a month"), ovulation pain ("before ovulation was in pain & during my cycle the pain was unbearable"), anaemia ("anemia"), coagulopathy ("clotting") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, polymenorrhoea, ovulation pain, anaemia, coagulopathy and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anaemia, coagulopathy and pelvic pain to be related to essure. The reporter provided no causality assessment for menstrual disorder, ovulation pain and polymenorrhoea with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summon received. Case was upgraded in incident category. Reporter information was updated. Essure explantation date was added. Event: clotting, cramping, anemia and pain were added. Event outcome were unknown. The reporter considered the events were related to essure. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only". Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 23-oct-2015. The most recent information was received on 13-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("clotting") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included penicillin allergy, dysfunctional uterine bleeding, fruit allergy, absence of menstruation, urinary tract infection, dysmenorrhea and gravida ii. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("blood clots during cycle. Have a cycle twice a month"), polymenorrhoea ("blood clots during cycle. Have a cycle twice a month"), ovulation pain ("before ovulation was in pain & during my cycle the pain was unbareable"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haemorrhagic anaemia, genital haemorrhage, menstrual disorder, polymenorrhoea, ovulation pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for menstrual disorder, ovulation pain and polymenorrhoea with essure. The reporter considered abdominal pain lower, genital haemorrhage, haemorrhagic anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2012, urine pregnancy test negative. (B)(6) 2012, essure insertion details, findings; normal uterus. Smooth endometrial cavity, normal tubal ostia. (As per pfs) on (B)(6) 2016 and (B)(6) 2016, type of test: hysterosalpingogram (hsg) results of essure confirmation test: total bilateral occlusion (as per mr) on (B)(6) 2016, examination: xr hysterosalpingography history: hysterosalpingogram findings: a single image from a hysterosalpingogram was submitted tor review. Contrast material visualized within the pelvis. On (B)(6) 2016, findings : essure devices in tubes, otherwise normal pelvis. (B)(6) 2016 diagnosis: a. Portion of right fallopian tube: tissue consistent with portion of fallopian tube showing complete transection of lumen with fibrosis and chronic inflammation. B. Portion of left fallopian tube:. Tissue consistent with portion of left fallopian tube with complete transection of lumen showing fibrosis and chronic inflammation. C. Explanted right side essure implant: explanted essure implant. D. Explanted left side essure implant: explanted essure implant. Clinical information: diagnosis/clinical information: menorrhagia. Post-op diagnosis: procedure: removal of foreign body and hysteroscopy. Gross examination: a. Portion of right fallopian tube: received fresh are two pink-tan soft tissue fragments. The first measures 1.5 cm in length and 0.3 cm in diameter. The second portion is cylindrical with the gross appearance of a fallopian tube and measures 3.0 cm in length and 1.1 cm in diameter. The first described piece and all of the fallopian tube. Are submitted in a 1-3, a2- multiple, embed tube yellow ink side down. B. Portion of left fallopian tube: received fresh is a pink-tan soft tissue fragment that is 1.1 cm in length and 0.3 cm in diameter. Also received is a cylindrical lavender -tan soft tissue fragment which is grossly consistent with fallopian tube and measures 3.3 cm in length and averages 0.6 cm in diameter. The first described fragment is entirely submitted and representative sections of the second portion are submitted in bi -3, embed tube yellow ink side down. C. Explanted right side essure implant: received fresh is a segment of coiled silver wire that was 6.5 cm in length and less than 0.1 cm in diameter. Gross only. D. Explanted left side essure implant: received fresh is? Segment of coiled silver wire which measures 5.5 cm in length and less than 0.1 cm in diameter. Gross only. (B)(6) 2016, preoperative diagnosis: bilateral tubal occlusion, status post tubal reanastornosis . Postoperative diagnosis : bilateral tubal occlusion , status post. Tubal reanastomosis procedure : selective hysterosalpingograrn with tubal re-cannulation . Findings : bilateral tubal occlusion , right tube was able to be opened; left tube remained occluded after attempted canalization. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2012 to (B)(6) 2012. Events vaginal haemorrhage, menorrhagia were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2034) on 23-oct-2015. The most recent information was received on 04-oct-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("clotting") in a 25-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included penicillin allergy, dysfunctional uterine bleeding, fruit allergy, absence of menstruation, urinary tract infection, dysmenorrhea and gravida ii. Concomitant products included colecalciferol (vitamin d). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and chest pain ("chest pain"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (bladder infections)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced tooth fracture ("dental problems: chipping and breaking due to vitamin d deficiency") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("blood clots during cycle. Have a cycle twice a month"), polymenorrhoea ("blood clots during cycle. Have a cycle twice a month"), ovulation pain ("before ovulation was in pain & during my cycle the pain was unbareable") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haemorrhagic anaemia, menstrual disorder, polymenorrhoea, ovulation pain, abdominal pain lower, cystitis, female sexual dysfunction, tooth fracture and chest pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, alopecia and abdominal pain had resolved. The reporter provided no causality assessment for menstrual disorder, ovulation pain and polymenorrhoea with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, chest pain, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, menorrhagia, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2016: total bilateral occlusion; in (B)(6) 2016: total bilateral occlusion. (B)(6) 2012, urine pregnancy test negative. (B)(6) 2012, essure insertion details, findings; normal uterus. Smooth endometrial cavity, normal tubal ostia. (As per pfs) on (B)(6) 2016, type of test: hysterosalpingogram (hsg) results of essure confirmation test: total bilateral occlusion (as per mr) on (B)(6) 2016, examination: xr hysterosalpingography history: hysterosalpingogram findings: a single image from a hysterosalpingogram was submitted tor review. Contrast material visualized within the pelvis. On (B)(6) 2016, findings : essure devices in tubes , otherwise normal pelvis. (B)(6) 2016 diagnosis: portion of right fallopian tube: tissue consistent with portion of fallopian tube showing complete transection of lumen with fibrosis and chronic inflammation. Portion of left fallopian tube:. Tissue consistent with portion of left fallopian tube with complete transection of lumen showing fibrosis and chronic inflammation. Explanted right side essure implant: explanted essure implant. Explanted left side essure implant: explanted essure implant. Clinical information: diagnosis/clinical information: menorrhagia. Post-op diagnosis: procedure: removal of foreign body and hysteroscopy. Gross examination: portion of right fallopian tube: received fresh are two pink-tan soft tissue fragments. The first measures 1.5 cm in length and 0.3 cm in diameter. The second portion is cylindrical with the gross appearance of a fallopian tube and measures 3.0 cm in length and 1.1 cm in diameter. The first described piece and all of the fallopian tube. Are submitted in a 1-3, a2- multiple, embed tube yellow ink side down. B. Portion of left fallopian tube: received fresh is a pink-tan soft tissue fragment that is 1.1 cm in length and 0.3 cm in diameter. Also received is a cylindrical lavender -tan soft tissue fragment which is grossly consistent with fallopian tube and measures 3.3 cm in length and averages 0.6 cm in diameter. The first described fragment is entirely submitted and representative sections of the second portion are submitted in bi -3, embed tube yellow ink side down. Explanted right side essure implant: received fresh is a segment of coiled silver wire that was 6.5 cm in length and less than 0.1 cm in diameter. Gross only. Explanted left side essure implant: received fresh is? Segment of coiled silver wire which measures 5.5 cm in length and less than 0.1 cm in diameter. Gross only. (B)(6) 2016, preoperative diagnosis: bilateral tubal occlusion, status post tubal reanastornosis . Postoperative diagnosis : bilateral tubal occlusion , status post. Tubal reanastomosis procedure : selective hysterosalpingograrn with tubal re-cannulation . Findings : bilateral tubal occlusion , right tube was able to be opened; left tube remained occluded after attempted canalization. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2034) on 23-oct-2015. The most recent information was received on 26-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("clotting") in a 25-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included penicillin allergy, dysfunctional uterine bleeding, fruit allergy, absence of menstruation, urinary tract infection, dysmenorrhea and gravida ii. Concomitant products included colecalciferol (vitamin d). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and chest pain ("chest pain"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) (bladder infections)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced tooth fracture ("dental problems: chipping and breaking due to vitamin d deficiency") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("blood clots during cycle. Have a cycle twice a month"), polymenorrhoea ("blood clots during cycle. Have a cycle twice a month"), ovulation pain ("before ovulation was in pain & during my cycle the pain was unbareable") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haemorrhagic anaemia, menstrual disorder, polymenorrhoea, ovulation pain, abdominal pain lower, cystitis, female sexual dysfunction, tooth fracture and chest pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, alopecia and abdominal pain had resolved. The reporter provided no causality assessment for menstrual disorder, ovulation pain and polymenorrhoea with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, chest pain, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, menorrhagia, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion; in (B)(6) 2016: total bilateral occlusion (B)(6) 2012, urine pregnancy test negative. (B)(6) 2012, essure insertion details, findings; normal uterus. Smooth endometrial cavity, normal tubal ostia. (As per pfs) on (B)(6) 2016, type of test: hysterosalpingogram (hsg) results of essure confirmation test: total bilateral occlusion (as per mr) on (B)(6) 2016, examination: xr hysterosalpingography history: hysterosalpingogram findings: a single image from a hysterosalpingogram was submitted tor review. Contrast material visualized within the pelvis. On (B)(6) 2016, findings : essure devices in tubes , otherwise normal pelvis. (B)(6) 2016 diagnosis: a. Portion of right fallopian tube: tissue consistent with portion of fallopian tube showing complete transection of lumen with fibrosis and chronic inflammation. B. Portion of left fallopian tube:. Tissue consistent with portion of left fallopian tube with complete transection of lumen showing fibrosis and chronic inflammation. C. Explanted right side essure implant: explanted essure implant. D. Explanted left side essure implant: explanted essure implant. Clinical information: diagnosis/clinical information: menorrhagia post-op diagnosis: procedure: removal of foreign body and hysteroscopy gross examination: a. Portion of right fallopian tube: received fresh are two pink-tan soft tissue fragments. The first measures 1.5 cm in length and 0.3 cm in diameter. The second portion is cylindrical with the gross appearance of a fallopian tube and measures 3.0 cm in length and 1.1 cm in diameter. The first described piece and all of the fallopian tube. Are submitted in a 1-3, a2- multiple, embed tube yellow ink side down. B. Portion of left fallopian tube: received fresh is a pink-tan soft tissue fragment that is 1.1 cm in length and 0.3 cm in diameter. Also received is a cylindrical lavender -tan soft tissue fragment which is grossly consistent with fallopian tube and measures 3.3 cm in length and averages 0.6 cm in diameter. The first described fragment is entirely submitted and representative sections of the second portion are submitted in bi -3, embed tube yellow ink side down. C. Explanted right side essure implant: received fresh is a segment of coiled silver wire that was 6.5 cm in length and less than 0.1 cm in diameter. Gross only. D. Explanted left side essure implant: received fresh is? Segment of coiled silver wire which measures 5.5 cm in length and less than 0.1 cm in diameter. Gross only. (B)(6) 2016, preoperative diagnosis: bilateral tubal occlusion, status post tubal reanastornosis . Postoperative diagnosis : bilateral tubal occlusion , status post. Tubal reanastomosis procedure : selective hysterosalpingograrn with tubal re-cannulation . Findings : bilateral tubal occlusion , right tube was able to be opened; left tube remained occluded after attempted canalization. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Events " bladder infections, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, hair loss, abdominal pain, chest pain, chipping and breaking due to vitamin d deficiency" added. Outcome of event " abdominal pain, fatigue, hair loss, painful intercourse, bleeding" were updated as recovered. Lot number, concomitant drug and lab data added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.